Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (over 600 mg/dl). Customer changed their supplies and stabilized their blood glucose level via the pump. Recommendation was made to discuss diabetes management with their health care professional.